Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): when the customer would like to drape, the nurse was stuck accidentally by the needle. They found that the clip was not covering the needle. The product is infected by (B)(6). The customer reported six possible batches: lot #2k10258371, exp date: 10/01/2017, manufacturing date: 10/01/2012, age of device: 1 year. Lot #2l08258371, exp date: 11/01/2017, manufacturing date: 11/01/2012, age of device: 1 year. Lot #3a05258391, exp date:01/01/2018, manufacturing date: 01/01/2013, age of device: 8 months. Lot #3b01258372, exp date: 02/01/2018, manufacturing date: 02/01/2013, age of device: 7 months. Lot #3c03258392, exp date: 03/01/2018, manufacturing date: 03/01/2013, age of device: 6 months. Ref MFR report 9610825-2013-00272.